Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the device that the system speakers were faulty. The fse replaced the customer device speaker to resolve their issue.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating the system has a defective loudspeaker alarm. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone # (B)(6) reporting address state (B)(6).

Event description:
The customer reported that the device is displaying a defective loudspeaker alarm. It is unknown if the device was in use at time of event, and there was no adverse event reported.